Event description:
We have received a product report involving a non (B)(6) product and are sending you the information in accordance with 21 cfr 803.22. Below is a brief description of the information received: patient (pt) states they had "had 3 mdt pumps that have failed and they are paranoid that the demagnetizing will cause the pump to fail". Pt states they do not know which pump failed when. Registration indicates the patient was implanted with a flowonix pump in 2020 that was explanted 18 days later. If you have any questions regarding this letter for manufacturer notification, please do not hesitate to contact us. Patient: 2328. Device: 1502. Reference reports: mw5174415, mw5174417. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).